Event description:
It was reported that the patient experienced dizziness and arrhythmia. Loss of pacing was noted, the device was unable to be interrogated, and there was no magnet response. Diagnostic imaging was performed and no anomalies were observed. A temporary pacemaker was implanted. Later, the temporary implant and the device were explanted and the device was replaced to resolve the event. The patient was in stable condition.